Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. No patient involvement. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Service and repair reported that the handle of the opal implant holder pistol grip device came off of the instrument. There was no patient involvement. (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record review was performed for the subject device: DHR review: part number: 03.803.002. Synthes lot number: 6381468. Supplier lot number: 6381468. Release to warehouse date: 14 jul 2010. Supplier: nemcomed. Manufacturing site: monument. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product development investigation was performed for the subject device: service and repair reported that the handle of the opal implant holder pistol grip device came off of the instrument. The customer reported the handle came off the instrument. The repair technician reported the handle came apart from the holder. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. It was confirmed that the handle is separated from the rest of the device. Both components contain teeth which interlock. The teeth on the handle are worn which is likely contributing to the condition of the handle coming apart from the body of the device. There are no broken components. The complaint condition was replicated. The handle can be attached to the body of the device however the connection is loose and they can be easily separated. The following drawings were reviewed during investigation. 03_803_002. Dimensional inspection is not applicable as the mating feature of the handle is worn down. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product including material and material properties that would contribute to this complaint condition. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.